Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.